Event description:
It was reported that during a hospital evaluation, it was noticed that there was something rattling on the inside of the motor drive unit. This was noticed prior to surgery.

Manufacturer narrative:
Conclusion: the actual unit was returned for evaluation. The unit was visually examined and all four chassis screws were found to be missing, making the chassis unstable. It was also noted that the front washer and cpc connector were misaligned.